Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump had experienced a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
A baxter service technician reported finding a colleague infusion pump with pump head module (phm) stop key on channel a that is not working properly. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.specifically, this complaint is reportable based on the reportable malfunctions list entry: inoperable or intermittent keys (stop or channel select) on the pumphead module keypad.uim master software versions with a software configuration number ending in 5.04.00 will be categorized as unremediated.the condition found during service of a colleague infusion pump with phm stop key on ch a not worked properly will be addressed.

Manufacturer narrative:
(B)(4). Additional information:root cause issues concerning the pumphead module keypad are currently being investigated under (B)(4).

Manufacturer narrative:
(B)(4). During service, a "pump head module (phm) stop key on channel a that is not working properly " was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer.